Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported short battery life in the insulin pump. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm and it was less than 8 hours from the low battery alert to replace battery alert/replace battery now alarm. The customer did not use the suspend before low or suspend on low cgm feature the battery cap was neither loose nor damaged. The customer reported it was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. There was a crack on the belt clip. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged unexpected battery power loss, charge/battery lasts less than expected, and cosmetic damage located at the belt clip rails found on 09-sep-2023. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into reservoir compartment during testing. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Pump alarmed a replace battery alert on the event date of 09/09/2023 at 02:00:00.000, 13:00:00.000, and 15:00:00.000 and was expected. Pump alarmed a pump error 25 on 08/17/2023 at 01:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored functioned properly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, broken belt clip rails, and label damage. Unexpected battery power loss, charge/battery lasts less than expected and pump error 25 were confirmed in the pump history files and traces due to connector resistance j6/pcba 1. Moisture damage was confirmed found isolated to battery tube. Cosmetic damage was confirmed at the belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.